Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system - battery/ (B)(4)/model #: 1650 / expiration date: 2017/2/28 UDI #: (B)(4), return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2016/2/28 (B)(4). Heartware ventricular assist system - battery/ (B)(4)/model #: 1650 / expiration date: 2016/12/31 UDI #: (B)(4), return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2015/12/31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three ventricular assist device (vad) batteries were not charging and would not provide power to the controller. The batteries displayed a flashing yellow light. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the batteries passed visual inspection and functional testing. The batteries were able to adequately charge and provide power to a test controller. As a result, the reported event could not be confirmed during bench testing. A review of the batteries internal log revealed that (B)(4) and (B)(4) had cell pairs, at one point in time, that passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the batteries were received with no flags enabled. If a battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator stay orange, as if charging, but will flash red after 8 hours due to a charge time-out. This observation was most likely related to the reported battery not charging. As a result, the reported battery not charging was confirmed; however, the reported battery unable to provide power could not be confirmed. A possible root cause of the battery not charging can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the battery (B)(4) passed visual inspection and functional testing. However, the gg file shows that the lifetime max cell voltage = 4335 (cov threshold = 4300). The cov flag was not enabled when the battery was received. Additional products: battery / (B)(4). D4: expiration date: 2017/2/28 UDI #: (B)(4). H3: yes h4: mfg date: 2016/2/28 h6 FDA method code(s):10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 product event summary: the battery (B)(4) passed visual inspection and functional testing. No failure detected. Additional products: battery / (B)(4). D4: expiration date: 2016/12/31 UDI #: (B)(4). H3: yes h4: mfg date: 2015/12/31 h6 FDA method code(s):10 h6: FDA results code(s): 131 h6: FDA conclusion code(s): 4307 product event summary: the battery (B)(4) passed visual inspection and functional testing. However, the gg file shows that the lifetime max cell voltage = 4354 (cov threshold = 4300). The cov flag was not enabled when the battery was received. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.